Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was implanted, and intra op impedances were checked with the external neurostimulator (ens) and screening cable. Bipolar impedances were high between contacts 8 & 9. The screening cable was switched out but that did not improve the impedances. The screening cable was reseated then switched out before a new lead was opened and implanted which resolved the issue.

Manufacturer narrative:
Analysis of the lead (l/n va24rvr) found no significant anomaly. The insulation on the distal end of the lead was broken under the electrode. If information is provided in the future, a supplemental report will be issued.